Event description:
A report was received explaining that an in-home user was using the listed device when her blood glucose levels began to rise allegedly due to a delivery accuracy issue with the pump. The user reportedly bolused the pump medication; however, her blood glucose levels would not decrease. The patient went to the emergency room (ER). Her blood glucose readings were 750 mg/dl while in the emergency room. The patient received an insulin injection and was released from the hospital when her readings were 283 mg/dl. After leaving the hospital, the patient's blood glucose levels began to rise once more. The patient contacted clinical support and began troubleshooting. The device user was recommended to change her site. When she did, she reportedly noticed the device cannula bent, but was not sure if this was the cause of the event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.